Event description:
The nurse reported via phone call that the customer had been hospitalized on 04/12/2015 with a blood glucose of 1022 mg/dl. The nurse stated that the set was removed from the customer's body. It was found that the infusion set was bent at the end. The nurse stated that the customer is not going to use the pump and is still in the hospital. Nurse was advised to call when the tubing clamp is received to perform the high pressure test. Customer's wife will call back to run the high pressure test and go through the settings. The nurse stated that the customer was changing their batteries more frequently and they did not know why. The nurse also requested a replacement battery cap.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.